Event description:
The event is reported as: the blue inflation balloon burst. No pt injury/harm.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.